Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed of as of yet. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophageal ligation performed on (B)(6), 2010. According to the complainant, during the procedure, while positioned in the esophagus, the physician rotated the handle and two bands deployed at the same time. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophageal ligation performed on (B)(6), 2010. According to the complainant, during the procedure, while positioned in the esophagus, the physician rotated the handle and two bands deployed at the same time. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the ligator head was returned with no bands and the clear rubber (soft) portion of the ligator head was separated from the plastic (hard) portion. The two parts of the ligator head returned are sent to the customer as one unit with a string. The teeth on the ligator head showed no damage. In addition, it was noticed that the trip wire was not properly cinched into the handle slot as there was no deformation on the handle slot to indicate that the trip wire was ever cinched onto the handle. The trip wire was wound around the drum of the handle, indicating the handle had been turned to deploy the bands. The deployment thread with 7 knots is intact and attached to the distal end of the trip wire. Functionally, the handle knob was able to be turned to take up slacks and there was an audible click heard at each complete turn. The most probable root cause has been determined to be operation context, as evident by no deformation being noticed on the handle slot which would indicate that the trip wire was ever cinched onto the handle. If the trip wire is not properly cinched into the handle slot, it can cause slacks and multiple bands may deploy at once. A review of the device history record (DHR) was performed; no anomalies were noted.